Manufacturer narrative:
(B)(4).

Event description:
Due to low sensing amplitude of an rv lead, the patient underwent revision. Due to repositioning difficulties, the lead was explanted and replaced. No lead damage was noted at explant. The patient was stable.

Manufacturer narrative:
Evaluation summary: upon analysis, electrical testing on the lead did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination found the inner coil to be over-torqued at the connector region which is consistent with that occurring at the time of explant.